Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set issue on (B)(6) 2026 as cannula came apart from the needle just prior to insertion which leads to high blood glucose level and got treated by correction injection via multiple drug injections. The patient replaced infusion set and resumed insulin deliveries successfully.